Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "5v self check failure-1172" message. Complainant indicated that the clinician manually ventilated the patient to continue treating them. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive debug and final testing without duplicating the report. Internal inspection of the device yielded no findings. Positioning of the device to the MRI magnetic field is the suspected contributor. The device was recertified and returned to the customer. The device was moved and is working fine according to the customer. The device log did not add any value to the investigation.. No trend is associated with reports of this type.